Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no lot specific product quality issue. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the second mitraclip was unable to grasp both mitral valve leaflets. The tear on the posterior mitral valve leaflet was thought to be caused by the mitraclip. Mitral regurgitation returned to grade 3. There was no additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age based on year of birth 1938. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tear on the mitral valve leaflet. It was reported that this was a mitraclip procedure to treat grade 3 mixed etiology mitral regurgitation (mr). One mitraclip was implanted successfully. A second clip delivery system was inserted. There was a tear noted on the posterior mitral valve leaflet and the procedure was aborted. Mr remained grade 3. No additional information was provided.